Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. During visual evaluation, the device appeared to be clean and both slides were in their initial positions. Upon functional testing, the top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide did not self-activate. An x-ray was performed and showed that the cannula tangs were fully engaging with the device housing. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. The device was disassembled, and internal parts were inspected. Upon disassembly, it was observed that the bumpers were intact. Additionally, the tangs did not appear to be damaged or deformed. Therefore, the investigation is unconfirmed for the reported self-activation as the device did not self-activate upon drop test. A definitive root cause for the alleged self activation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2022), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during liver biopsy procedure, the device allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that during liver biopsy procedure, the device allegedly self activated. There was no reported patient injury.